Event description:
It was reported by the customer that a pyxis anesthesia es system that station is not communicating. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device not communicating due to software issue. Field service engineer reimaged station with 1.7.3 software and subsequently configured the rss and synchronized the database to address the issue. The system functioned as intended after the field service engineer serviced the device.